Event description:
It was reported via surgeon's nurse to sales that a (B)(6)male was diagnosed with stenosis and moderate insufficiency of an edwards bioprosthetic magna 3000 25mm aortic valve after an implant duration of approximately 6 years. Patient underwent aortic valve replacement on (B)(6) 2013 using a mechanical valve, in addition to: replacement of the ascending aorta and the hemiarch. Report notes that the patient tolerated the procedure well. There were no complications. He was transferred to the cardiac intensive care unit in stable hemodynamics. Per the operative findings, "the valve leaflets were significantly calcified... The aortic valve was restricted with frozen noncoronary cusp. The other 2 leaflets were severely restricted."

Manufacturer narrative:
The explanted device was returned to edwards and evaluated; as received, leaflet 1 had a cut area of 7mmx3mm, leaflet 2 had a cut area of 8mmx5mm and leaflet 3 had a cut area of 6mmx3m. Cut sections were likely performed by hospital pathology and were not returned with the valve. Minimal calcification was observed in the cusp area of leaflet 3. The free margins of leaflets 1 and 3 exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited heavy calcification. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 9mm. Host tissue was moderate at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the outflow aspect by approx 5mm. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis, in addition to host tissue overgrowth (pannus). Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
The explanted device has not yet been returned to edwards for evaluation; follow ups are ongoing with the hospital to arrange its return. Therefore, without device evaluation, the reported calcification leading to the explant cannot be confirmed. However, calcification is a well recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The available information suggests nothing to indicate a device quality deficiency related to this event. Additional information ( device evaluation) will be reported once available.